Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a golf-size tumor removed from his throat. The patient alleged nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.